Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) fnt485, (full osseotite® tapered implant 4 x 8.5mm) for evaluation. Visual evaluation and a functional test were performed, the implant has signs of use with debris on its internal and external threads. The mount disengaged from the implant as intended. DHR review was completed for the subject lot number 2022100586. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100586 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ excessive torque used to place implant cover screw. Therefore, based on the available information, a device malfunction could not be verified. The mount disengaged from the implant. The reported event for the stuck mount was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the mount did not disengage the implant. There was no impact on the patient reported. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).